Event description:
We received a report from our distributor in another country, stating that adaptors in two rt106 adult breathing circuit kits were missing. This alleged defect was found during their incoming goods inspection.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that we have received two complaints of missing components (totalling 3 rt106 units) for the given lot number. The components were most likely omitted during our package process. Conclusions: the devices were out of specification. We have received other complaints of missing components with an occurence rate of approximately 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the manufacturing process.